Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was broken, and the position sensor was not working. A field service engineer replaced position sensor and flat flex cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie drawer had failed to open. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.